Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the third firing during a lobectomy procedure, the surgeon could press the green button but could not squeeze the handle. The staple was not able to fire. A black cartridge was used and stapling completed without a problem. There was no patient injury.